Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the pump was removed due to infection on (B)(6) 2018. Further information was not provided. No further complications were reported/anticipated or expected.